Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. The oversensing was noted on a stored egm due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The clinic would continue to monitor at this point since it only happened in one episode and last occurrence was over a year ago. There were no patient symptoms.